Event description:
It was reported that during an open gastrectomy, the 1st device (lot# h52077) was locked out when it was used on the gastric body at the 2nd firing. Besides, the staples of the acral part were malformed when the 2nd device (lot# h50g07) was fired on the gastric body at the 1st firing. Reinforcement material was not used. Additional suture was performed. There were no adverse consequences to the patient. According to the sales rep who attended the operation, there was a possibility that the cartridge was misloaded into the 1st device. Also, he commented that there was a possibility that there had been twisting of the device present when the 2nd device had been fired, but the doctor commented that there had been no twisting of the device present.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information device b: batch # h52077, packaging lot # h4435j, expiration date: 01/14/2016; manufacturing date: 02/14/2011. The analysis results found that the two devices (a-b) were received in good visual condition. Device a was received with no reload present. Device b was received with a reload. Both devices were tested for functionality with a test reload and they fired, cut and formed all the staples as intended. The devices fired and cut without any difficulties, the staple lines were complete, the cut lines were complete and the staples were noted to have the proper b-formed shape. Event for device a could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Therefore event with device b could not be confirmed. A batch record review was performed and no anomalies were found during the manufacturing process.